Event description:
It was reported to medtronic minimed that the customer experienced pump error 3, pump error 19, pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Product return status for mmt-1884 is not required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No unexpected pump error alarms occurred during testing. A review of the pump history file shows on (B)(6) 2024 the following alarms occured: pump error 53 (linenumber 458 filenumber 32107) alarm (12:21). Pump error 3 (linenumber 1541 filenumber 2002) alarms (12:21 and 12:27). Pump error 19 (linenumber 981 filenumber 114) alarm (12:21). The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 53, pump error 19, and pump error 3 alarms are confirmed, faults isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.